Event description:
This was an interventional case to treat critical limb ischemia. Mild calcification was noted. The initial access puncture was high. The axera procedure proceeded as planned until guidewire insertion when it was noted that the guidewire was not intraluminal. The axera procedure was discontinued, a 6f sheath was inserted, and the case converted to standard access. Multiple times, the patient developed factitious hypotension and paced rhythm along with nausea/vomiting, which appeared to be vagal, later noted to be due to groin manipulation and contralateral access. Dopamine drip/valium was administered. Chronic low back pain progressed throughout the case. Partial percutaneous revascularization was attempted to treat her leg ulcer. The sheath was upsized to 7f terumo. A silverhawk atherectomy and balloon angioplasty with evercross was performed. The patient was discharged on (B)(6) 2014, but re-admitted the following day ((B)(6) 2014) for a retroperitoneal bleed, which was treated with blood and platelet transfusion. The patient recovered without further sequelae.

Manufacturer narrative:
The device was not returned; therefore, product failure analysis was not possible. However, images and videos received confirmed the description of event. A review of the device history record wa performed for this lot an no nonconforming material reports have been initiated that are related to this failure mode. The axera 2 access system instructions for use (IFU), was reviewed. Vascular hemorrhage is a known possible adverse effect of vascular access procedures and is listed in the adverse effects section of the product IFU. The IFU provides the appropriate instructions on device usage, warnings and precautions; therefore, no update is required. Based on the review completed, there is no evidence to suggest the device was out of specification. The probable root cause, based on available information, is the high stick, which affects the compressibility of the access site over the femoral head.